Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and an internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
It was reported a remote merlin transmission revealed the patient experienced a charge timeout during a routine capacitor maintenance. It could not be confirmed that a MRI performed last year did not damage the device. The device was explanted and replaced. No adverse consequences were detected.